Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked at retainer ring. Customer stated that reservoir did lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.